Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012437261 was returned and analyzed. Visual inspection showed the catheter intact with no visible issues. The slide function is as expected, although the capture device was detached from the catheter. The shape of the capture device is normal, with no unusual features. The catheter connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, evidenced by both latches fully engaging with the catheter connector. The catheter was reprogrammed before being connected to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. Hipot testing confirmed the integrity of the electrode wires' insulation. However, electrical continuity testing revealed an open loop at electrode e6. X-ray imaging revealed that the spiral array had a broken electrode wire at e6. In conclusion, the loop catheter failed the returned product inspection due to the broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the electrograms (egm) were noisy on electrodes three and four. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.